Event description:
Pt called lfs alleging their ot ultra meter would not power on. Pt reported that they experienced two adverse events. Pt stated one time (date unknown) they went to the hosp for a hypoglycemic event. The second time (date unknown) they went to the hosp for hyperglycemia. Pt does not remember many details about what occurred leading up to the events. Pt did report that they takes oral medications and that they normally adjusts their medication based on the readings. Because they was without a meter they took a set amount morning and evening. The issue with the meter was not resolved. No further info has been reported.